Event description:
Information was received based on a review of a journal article referencing a retrospective study of uncemented total hip procedures that took place between 1983 and 1985. The article indicated that nine acetabular revisions were performed to remove and replace the acetabular cups for unknown reasons. No further information has been provided to date.

Manufacturer narrative:
The information being reported was found in a journal article titled "uncemented total hip arthroplasty with a tapered femoral component: a 22 to 26 year follow up study". Orthopedics 2010;33(9):639. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article. Dates of events - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. Initial reporter - the article was written by jr mclaughlin and kr lee. Manufacture dates - unknown. This report filed march 10, 2011.